Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alert. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. It was indicated that the patient was using an unsupported operating system, which is misuse of the device.